Event description:
While wearing the external equipment, the patient reportedly experienced uncomfortable sensations and pain. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. The decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.